Event description:
As reported and claimed by the physician: in 1998 pt presented with an arteriosclerosis obliterans (aso), pt had undergone axillo-bifemoral bypass (10mm microvel), left femoral-bypass (svg) and pta to right sfa in 2004. The pt had a symptom of a phyma on their right inguinal region and visited the hosp. CT scan confirmed a pseudoaneurysm on this graft, 2cm proximal to the anastomosis with iliac artery. A procedure was conducted, graft repair was required. Procedure detail: when the aneurysm was cut open and the graft was exposed, it was confirmed that the graft had a circumferential tear (2/3 length of the circumference). The aneurysm was due to graft failure. The failed portion was replaced with a new graft and procedure was completed. Half of the failed portion of the graft will be returned for investigation. The pt is doing well, now.